Event description:
It was reported that tandem insulin pump generated repeated cartridge alarms, including confirmed cartridge alarm 34, without exposure to magnets or occurrence during the load process. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using current pump with alternate insulin method if needed, while technical support arranged replacement pump with updated software, confirmed shipping details, provided storage mode instructions, and instructed customer to return problematic pump within specified time and to program pump settings and connect continuous glucose monitor on replacement device.